Manufacturer narrative:
#2379 labeled in this case a non co catheter was used in conjunction with co's introducer the following is labeled. "Co introducers are designed to accept catheters which are either the same french size or one size smaller than the sheath. The user must select catheters which are labeled with the true french size. Use one french size larger introducers for catheters exceeding the labeled french size."

Event description:
During the proceudre the sheath was defective. The physician experienced poor catheter movement within the sheath. The device was removed and replaced. There is no report of pt injury. The device is being returned for co's analysis.